Manufacturer narrative:
(B)(4). Adapter received with handle.

Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a gastrectomy procedure. The reload was connected. The green light was illuminated. It did close but did not open during test.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and one adapter opened by the account. Visual and functional evaluation of the handle and the adapter noted no abnormalities. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.